Manufacturer narrative:
Initial and final MDR - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set cannula kinked. The events occured between 01-mar-2024 and 16-apr-2024.the events occured within 3 hours of insertion. The insertion site was at the abdomen and thigh in rotation. The blood glucose level was high with presence of high/large ketones at the time of events. Therefore the patient was treated with correction injection via multiple daily injection (mdi). The patinet was in hospital and does not have acess to infusion set packaging.the patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.